Event description:
It was reported that coating issue and guidewire entrapment occurred. The stenosed target lesion was located in the superficial femoral artery. A 035/260 amplatz super stiff guidewire was advanced across the lesion. A .035 non-boston scientific (bsc) stent was attempted to track over the wire; however, the stent would only track a short segment of the wire and got stuck. Multiple attempts were made at flushing the device and then pushing back over the wire without success. Both the wire and the stent were removed from the patient as one unit and the physician noticed an extra thick in a certain section of the wire as if the coating was bunched up on the wire. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be observed four unopened amplatz pouches and a opened box. The information on the box and pouch labels matches with the information of the complaint. No damages were observed.

Event description:
It was reported that coating issue and guidewire entrapment occurred. The stenosed target lesion was located in the superficial femoral artery. A 035/260 amplatz super stiff guidewire was advanced across the lesion. A .035 non-boston scientific (bsc) stent was attempted to track over the wire; however, the stent would only track a short segment of the wire and got stuck. Multiple attempts were made at flushing the device and then pushing back over the wire without success. Both the wire and the stent were removed from the patient as one unit and the physician noticed an extra thick in a certain section of the wire as if the coating was bunched up on the wire. The procedure was completed with a non-bsc device. No patient complications were reported.